Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet could not charge, and despite removing the case and trying a different outlet, the device remained unable to charge. The reported issue aligns with a charging problem associated with the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a power source problem associated with the device¿s charging function and traced the issue to the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.